Event description:
It was reported that on (B)(6), 2011 the patient's pump was turned off. Patient had suffered a respiratory arrest on (B)(6), 2011. It was further added that patient passed away 6 days after first fill that was on (B)(6), 2011; reporter believed patient received a morphine overdose due to respiratory arrest 6 hours after pump was set to turn on. She had been on a respirator until it was electively turned off due to brain damage. Per reporter the "pump managing physician abandoned her as he did not have rights to practice at the hospital she was taken to; and the manufacturer representative was called in to turn the pump off". The pump was filled in the primary care physician's office on (B)(6), 2011 to begin administering morphine that morning at 11am at the rate of 0.5mg/0.05ml per day. At 6:40p she was showing "all the classic signs of od and the lifesquad were there shortly after she went into full cardiac arrest". Around 24 hours later a manufacturer representative was called to turn the pump off. A specialist at the hospital then removed the remaining contents of the pump at which time it was reported that 18.5ml remained of the 19.5ml placed 1 day before; "20 times the supposed programmed daily dose". Additional follow-up received later from the healthcare provider (hcp) noted that the concentration of morphine was 10 mg/ml at a daily dose of 0.5 mg/day. Hcp did not know the cause of death. In regards to manufacturer representative turning off the pump, it was stated that up on interrogation of the pump in the hospital the concentration and dose was observed to be identical to what the clinic reported as concentration and dose. Another pain hcp was called in to manage the patient; hcp aspirated the pump reservoir and found no discrepancy between pump telemetry volume and volume aspirated. It was stated that actions taken by the hcp and MFR representative seemed to indicate that the pump, or the morphine, was not a factor in patient's death. Further follow up on (B)(6), 2012 noted that autopsy results were awaited to know the cause of death. A follow-up report will be sent if additional information becomes available.

Event description:
This event was also reported under manufacturer report # 3007566237-2014-00755 {it was reported a priming bolus was performed in the doctor¿s office and an initial priming bolus was set to administer after the patient arrived at home and no longer under medical supervision. The patient went into respiratory arrest that evening and died several days later. The proper procedure was not followed. Additional information was requested but was not available as of the date of this report. Any additional information received will be reported under this manufacturer report number 3004209178-2012-04685. Additional information received reported the patient had a favorable response to narcan when administered and then secondary arrest upon transport to hospital. It was noted a family member had reviewed all previous recalls of the patient¿s unit, ¿and finally found, in this latest recall (unclear which recall) why we lost her too soon on the first and only day she was no longer in pain.¿ it was also reported a family member was concerned about a possible improper fill of the pump and she had many concerns of the pain specialists¿ procedures and lax protocol, but have had great difficulty in retrieving the needed information. Upon recent receipt of hospital records from the facility where the pump was implanted, it was noted the manufacturer representative was present at the surgery. It was reported the patient¿s pump was on battery performance recall list and although this specific recall issue did not cause the patient¿s death it was noted had the patient¿s family been informed of the recall on the day of or prior to implantation they may not have had this procedure performed due to possible future complications. It was also reported the healthcare provider (hcp) had poor protocol practices as the first priming bolus was set to infuse after she arrived at home and medical records indicated irresponsible monitoring of a senior morphine naive patient upon first priming bolus of morphine.

Event description:
Note: prior information indicated that the patient's family was concerned of an 'improper fill of the pump.' It was previously reported that the patient's healthcare provider 'found no discrepancy between pump telemetry volume and the volume aspirated.' Consequently, actions taken by the healthcare provider and representative at the time of the event indicated that neither the pump nor morphine were not related to the event. Additional information received from the coroner indicated the cause of death was not related to the device. The official cause of death was noted to have been natural causes due to arterial sclerotic and hypertensive cardiovascular disease. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4), implanted/ explanted: unk; catheter model: 8709sc, serial# (B)(4), implanted: (B)(6), 2011, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).